Manufacturer narrative:
Concomitant medical product(s): 694758 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent oversensing and far field r-wave (ffrw) oversensing. The right ventricular (rv) lead exhibited increased thresholds. The left ventricular (lv) lead exhibited possible high thresholds. The leads remain in use. No patient complications have been reported as a result of this event.